Manufacturer narrative:
Investigation summary: reportedly, lead perforation was suspected based on the reported patient symptoms (chest pain) and was confirmed on (B)(6) 2023 throug x-rays and CT scan. The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. A re-intervention was performed on (B)(6) 2023 and revealed the extracardiac presence of lead tip measuring 3-4 cm, resulting in explantation of the lead. Cardiac perforation may be attributable to different factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature.

Event description:
Reportedly, a pacing system was implanted on (B)(6) 2023. Two days later ((B)(6) 2023), a patient admitted to the hospital complaining of chest pain. CT scan and x-ray confirmed perforation of the ventricular lead. The patient had an intrinsic beat. The ventricular lead was tested without problem for screw extension/retraction prior to insertion into the patient. Extension/retraction of the screw was performed twice after insertion. Both were carried out within 9 turns. The measured data was also good (0.5v@0.35ms, 669ohms, r-wave 10.7mv). The physician has experience with our screw leads.a reintervention to reposition the ventricular lead took place on (B)(6) 2023, and the lead was found to be 3-4 cm extracardiac. The doctor decided to cut the lead tip to extract it and then discarded it. The pericardium was sutured and the ventricular lead was not replaced by inserting a cap on the pacemaker and finally the aai mode was set.